Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported problem of 'upstream occlusion' was confirmed in the event history log (ehl) review through multiple 'upstream occlusion!' Messages, but not reproduced during evaluation. Evaluation observed the device and was unable to reproduce any symptoms of the customer-reported issue when running the pump at 400ml/hr for 15 minutes. Evaluation determined that no further action is necessary to correct the issue should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced upstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.